Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure / ablation procedure on (B)(6) 2011" on (B)(6) 2011 and device monitoring procedure not performed "essure confirmation test(s) conducted, specify". The patient's medical history included yeast infection, bacterial infection, vaginal bleeding, fever, anorexia, constipation, menarche, diaphoresis, paratubal cyst, endometriosis, uterine enlargement, vaginal discharge, paratubal cyst, nausea, vomiting, ovarian cyst, hydrosalpinx and ovarian torsion. Concurrent conditions included bloating, abdominal hernia and appendicitis. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("allergic or hypersensitivity reaction: inflammation,"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain/ vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy,oophorectomy (one side),salpingectomy (bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain lower, inflammation and allergy to metals was resolving and the genital haemorrhage, abdominal pain, vulvovaginal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, genital haemorrhage, inflammation, pelvic pain, vulvovaginal mycotic infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2012: complex cyst in the right ovary measuring 2.5 x 2.0 x 2.9 cm. Trace amount of free fluid. In the right adnexa. No evidence of ovarian torsion. "Concerning the injuries reported in this case, the following one/ones was/were reported from patient's medical record: medical device monitoring error" most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: event allergic or hypersensitivity reaction type: allergy pt was updated to allergic or hypersensitivity reaction type: inflammation. Event infection (bladder/ urinary tract/vaginal) type: vaginal added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure / ablation procedure on (B)(6) 2011" on (B)(6) 2011 and device monitoring procedure not performed "essure confirmation test(s) conducted, specify". The patient's medical history included yeast infection, bacterial infection, vaginal bleeding, fever, anorexia, constipation, menarche, diaphoresis, paratubal cyst, endometriosis, uterine enlargement, vaginal discharge, paratubal cyst, nausea, vomiting, ovarian cyst and hydrosalpinx.. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction"), dysmenorrhoea ("dysmenorrhea (cramping)") and allergy to metals ("nickel allergy"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain/ vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy, oophorectomy (one side), salpingectomy (bilateral). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain lower, hypersensitivity and allergy to metals was resolving and the genital haemorrhage, abdominal pain, vulvovaginal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, genital haemorrhage, hypersensitivity, pelvic pain and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis: on (B)(6) 2012: complex cyst in the right ovary measuring 2.5 x 2.0 x 2.9 cm. Trace amount of free fluid in the right adnexa. No evidence of ovarian torsion. "Concerning the injuries reported in this case, the following one/ones was/were reported from patient's medical record: medical device monitoring error". Most recent follow-up information incorporated above includes: on 1-mar-2019: event "essure / ablation procedure on (B)(6) 2011 ", reporter, medical history added from medical record. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify". The patient's past medical history included yeast infection and bacterial infection. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction"), dysmenorrhoea ("dysmenorrhea (cramping)") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain/ vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy,oophorectomy (one side),salpingectomy (bilateral)). At the time of the report, the pelvic pain, abdominal pain lower, hypersensitivity and allergy to metals was resolving and the genital haemorrhage, abdominal pain, vulvovaginal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dysmenorrhoea, genital haemorrhage, hypersensitivity, pelvic pain and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 9-jul-2018: pfs received. Following event:allergic or hypersensitivity reaction, dysmenorrhea (cramping), nickel allergy, vaginal pain, essure confirmation test(s) conducted, specify. No, concomitant condition added and event outcome added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (plaintiff underwent one or more surgeries to remove one or more of essure coils). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.